Event description:
It was reported that the device longevity was shorter than expected due to the high right ventricular (rv) lead outputs. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: 419478 implantable pacing lead 2006-(B)(6), 407652 implantable pacing lead 2006-(B)(6). (B)(4).